Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of dissection, hypotension and arrhythmias, including bradycardia, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after implantation of two xience v stents in the proximal left anterior descending artery, an edge dissection was noted. A third unplanned stent was placed as treatment. Post procedure, the patient experienced hypotension and bradycardia which were treated with medication and resolved the same day. One day post procedure, the patient was discharged. There was no additional information provided.